Event description:
It was reported that the bd luer-lok¿ syringe leaked during use. The following information was provided by the initial reporter: "bd luer-lok syringe 50 ml misc syrg lot # 1363553, exp 12/31/2026 leaks from the barrel when drug is drawn up."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on 26-apr-2022 via medwatch #mw5109451. A device history record review was completed by our quality engineer team for provided material number 309653 and lot number 1363553. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.